Event description:
It was reported that the ilet screen was cracked to the point of being unresponsive, with the cause of damage unknown, and the device could not be used afterward. Symptoms included no injury. Outcomes included temporary loss of device function and user interruption, with the user reverting to an alternative insulin therapy. Investigation included collection of event details, verification of serial number and shipping address, and photo review of the damaged screen. Investigation of this case revealed physical damage to the display/touchscreen resulting in loss of input and display function, consistent with external damage to the device enclosure and screen. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.